Event description:
Related manufacturer reference number: (B)(4). New information received, noted that the right ventricular (rv) lead exhibited undersensing of r wave. And noise oversensing that caused pacing inhibition. Furthermore, the right atrial (ra) lead exhibited intermittent loss of capture, due to increased of capture threshold. The rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.